Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed a longevity estimate of 1.5 years in (B)(6) 2015. In (B)(6) 2015 the device displayed a longevity estimate of less than 0.5 years. The device's autocapture feature was noted to be in retry with a pacing output of 5.0mv. The device was reprogrammed to a fixed output. The patient will be seen for follow up in approximately two months time. There were no adverse patient effects reported.